Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic patient presented to the clinic, an alert for upper out of range high voltage lead impedance was observed. No resolution was suggested. The patient will continue to be monitored.

Event description:
New information received notes, the right ventricular lead continued to exhibit high defibrillation impedance. No intervention was performed, the lead will continue to be monitored. The patient was in stable condition.